Manufacturer narrative:
Available information suggests that a competitive lead revision will take place once thepatient's condition improves. Current records suggest that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient became asystolic during the device implant procedure. Concern was expressed that the competitive lead may have caused a perforation. Cardiopulmonary resuscitation (CPR) was performed, and was successful. During chest compressions, the competitive right ventricular (rv) lead dislodged. Due to the patient's condition, the physician elected to temporarily reprogram the competitive rv lead until it could be revised. The physician commented that a left ventricular (lv) only pacing mode would have been very helpful in this situation.